Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula with 7 similar type of infusion sets due to which she experienced high blood glucose level during end of (B)(6). Therefore, they tried to treat it with bolus via pump, but in the month of (B)(6) 2022, (B)(6)2023, and on an unknown date (3rd time), the patient first went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level. Her blood glucose level was over 500 mg/dl and had traces of ketone level which the healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion sets have been used for two day and the site location was patient's abdomen for five infusion sets inserted and thigh for other two infusion sets. Further, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient does not remember the exact dates on when she was released from the hospital, but she believed that she was hospitalized for a total of 10 days (for all three hospitalizations caused by a bent cannula). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.